Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar complaints. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. It may be possible that the rupture occurred due to interaction with lesion calcification or associated devices; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a lower leg intervention, the armada 14 balloon ruptured. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another armada was used to successfully complete the procedure. No additional information regarding this issue was provided.